Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent an appendectomy on (B)(6) 2017. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted diffuse adhesions to the previous midline hernia repair, which were lysed. It was reported that the patient underwent a total abdominal colectomy and ileostomy on an unknown date during which the surgeon noted extensive adhesions to the previously placed mesh. It was reported that the patient experienced severe pain, dense adhesions, nausea, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2016 which is captured in a separate file. No additional information was provided.